Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing tones being emitted in (B)(6). Interrogation of the s-ICD did not reveal any issues. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the s-ICD has recorded three da alerts since implant. It was determined that a memory inconsistency occurred that was self-corrected by the device. The ts consultant also discussed how these alerts are displayed during interrogation as well as where to find alerts on the printed summary report. The s-ICD was functioning normally. No adverse patient effects were reported.